Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesirable motor and rigidity symptoms in addition to showing signs of sepsis for an unknown reason resulting in admission to the intensive care unit (ICU). It was noted that the patient underwent magnetic resonance imaging (MRI) on spine area for abnormal bladder and lethargy related symptoms several weeks ago wherein the dbs therapy was turned off. The local representative completed an interrogation of the implantable pulse generator (ipg) and confirmed the dbs therapy had been turned off for several weeks therefore it was turned back on. As a result, the patients rigidity and tremors improved. The ipg remains implanted, and the patient is under rehabilitation however is expected to fully recover.

Manufacturer narrative:
Additional information has not been obtained despite good faith efforts. Block d2b: additional pro codes nhl, pjs. Block b3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: dbs-extension: upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced undesirable motor and rigidity symptoms in addition to showing signs of sepsis for an unknown reason resulting in admission to the intensive care unit (ICU). It was noted that the patient underwent magnetic resonance imaging (MRI) on spine area for abnormal bladder and lethargy related symptoms several weeks ago wherein the dbs therapy was turned off. The local representative completed an interrogation of the implantable pulse generator (ipg) and confirmed the dbs therapy had been turned off for several weeks therefore it was turned back on. As a result, the patients rigidity and tremors improved. The ipg remains implanted, and the patient is under rehabilitation however is expected to fully recover. Additional information stated that the patient's sepsis did not improve and showed signs of infection around the implantable pulse generator (ipg) implant site. The patient underwent a procedure wherein the ipg and lead extensions were removed. Analysis of the ipg and lead extensions was not performed as they were discarded by the physician. The patient is under a regiment of antibiotics and continues under the care of their physician however is expected to fully recover.